Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. However; it was received with intermittent button response due to moisture damage on keypad traces. It was also received with a cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, cracked battery tube threads and broken belt clip slot.

Event description:
The customer reported via phone call that the act button on the insulin pump had been getting stuck. The customer stated that the issue had been happening for about a month. During troubleshoot, the customer stated the numbers were not scrolling on their own and there was not a button error alarm. She also confirmed that the device was neither dropped nor exposed to moisture. Blood glucose value was 153 mg/dl. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.